Manufacturer narrative:
Event took place outside of united states (in (B)(6)), and was associated with a product that is also cleared for market within the united states.

Event description:
Patient underwent revision on (B)(6) 2019 due to infection about 6 weeks after primary surgery. Surgeon explanted 36/12 stem, 36mm centered glenosphere, and 36/+3 humeral cup and replaced them with new implants of the same size.